Manufacturer narrative:
Pr#: (B)(4). Method: device ECG was reviewed. Conclusion: the device correctly analyzed and gave a shock advised notification twice, but due to the ECG morphology the device cancelled the shock advise decisions. On the third shock advise notification the device shocked the pt and then gave 3 no shock advisories. The device performed according to design specs and there was no fault found.

Event description:
The user is questioning the performance of the device during deployment. The pt did not survive.